Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, when the surgeon activated the device, it stapled the tissue, but then became stuck and failed to release or cut. After several attempt to dislodge it, the device was finally released.